Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The cause of the failure is unknown, however the issue description appears to indicate that the unit was restarted and then operated normally. Without a clear issue description it cannot be reliably determined the cause of the failure or if it was able to be reproduced.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.